Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in the track, no and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to how the reported "device jammed" during surgery occurred. The instrument was rec'd empty and with dried body fluids in the cartridge and nose. No functional testing could be performed due to the instrument being returned empty. No deformity could be identified during the eval.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.